Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was corrosion observed inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings: evaluation revealed that there was corrosion in the battery compartment and on the underside of the battery cap. The battery compartment was found to be cracked extending from the opening of the battery chamber down to the primary seal. The returned battery cap was able to be fully secured to the pump. No power losses occurred during investigation. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture damage was found on the internal components or printed circuit board.